Event description:
It was reported during a therapeutic procedure with nm-401l-0425 device, when sending liquid from a syringe, the liquid cannot be sent to the liquid sending port. The device was replaced. The intended procedure was completed with a similar device. There was no patient harm or injury reported due to the event. No user injury reported

Manufacturer narrative:
The subject device was received and evaluated. The device with model number nm-401l-0425 was returned for evaluation. The lot number was k1405. Device evaluation, the following were noted : the needle could extend from the outer tube. It was not possible to inject liquid when the slider was pushed. However, it was possible to inject liquid when the slider was pulled. The outer tube was not buckled. The needle tube presented compressive buckling. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Nonconforming product report. IFU (instruction for use) review : the instruction manual contains the following descriptions, and it warns against this event. ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ·operate the slider slowly, otherwise the tube could buckle. ·do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ·when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Based on evaluation findings, it is determined that liquid could not be injected due to compressive buckling of the needle tube. Since friction resistance between the outer tube and needle tube has increased, compressive buckling might have occurred when the needle was extended. A likely mechanism causing friction resistance between outer tube and needle tube might be the following: the tube was coiled during the inspection for operation. The slider was pushed abruptly. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
D8 - UDI number was updated.